Event description:
It was reported the patient fell three days prior to call and ¿must have done something to the stimulator¿ because their buttock was ¿black and blue.¿ it was noted the patient went to the ER to check their arm, but they did not check their buttock. It was reported the patient¿s stimulator would not turn on. It was noted it had been three years since the patient last used stimulation because they did not have pain. It was reported the patient had pain after the fall and tried to use the stimulator for the pain. It was noted the pain was better at the time of the call. It was reported the programmer light was yellow. It was noted the patient had no stimulation sensation. It was reported the patient had a soft cast from hurting their arm. It was reported the patient only felt stimulation in their left leg since the fall. It was noted the patient felt stimulation in the back prior to the fall. It was reported the impedances were within normal limits when testing at 1.5 v and 2 v. It was noted the impedance check could not be run at a higher voltage as it was painful. It was reported the patient ¿kind of jumped¿ at 2 v, but was ok. It was noted the patient¿s healthcare provider had ordered an x-ray. It was reported longevity tests showed the device lasting another 13.7 months. It was reported the patient had a fifty percent reduction in symptoms. It was noted reprogramming was performed along with the x-ray. It was reported the patient was doing fine and had no pain.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1997, product type extension; product ID 3587a, lot # l43585, implanted: (B)(6) 1997, product type lead. (B)(4).